Event description:
It was reported that patient was feeling pain. The right ventricular lead was dislodged and found to be perforated. The lead was removed but not replaced due to the patient's thin right ventricular wall. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. It was also noted that the connector pin of the leadbecame extrinsically damaged due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered inbody tissue/fibrotic growth, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that patient was feeling pain. The right ventricular lead was dislodged and found to be perforated. The lead was removed but not replaced due to the patient's thin right ventricular wall. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.